Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. It was reported that the cause of the peritonitis was due to a breach in aseptic technique further specified as touch contamination. The patient was hospitalized for the event and treated with vancomycin (dose, frequency, and route not reported). The patient was discharged from the hospital but never recovered from the event. On a later date, the patient experienced recurring peritonitis. Treatment information was not reported. The patient was hospitalized frequently for peritonitis during this time. The patient¿s catheter was later removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.